Event description:
It was reported by service report that the bracket on the right side of the head section was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Headsection bracket.